Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 4. Baxter explained the alarms and the hp states he disconnected twice during tonight therapy & may have gotten air in his lines in the process of disconnecting and reconnecting tonight. Baxter explained to discard all supplies and to report alarms to the nurse the next morning. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated she was not sure if the event was reported but the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was determined to be use error as the patient disconnected from the set. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.